Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed a false positive architect total b-hcg result for a rheumatoid patient. The following data was provided: initial result = 105.51 miu/ml, repeat = 107.29 miu/ml, roche result was <0.2 miu/ml, urine hcg was negative. It was noted that the patient¿s rf results were high. No impact to patient management was reported.

Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and in house testing of a retained reagent kit. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. A search for similar complaints did identify an increase in complaint activity for lot 59328ud03, however, no related trends were identified regarding commonalities for complaint lot number and issue. Additionally, in-house accuracy testing was completed, all validity and acceptance criteria were met which indicates the product is performing as expected. Device history review did not identify any nonconformances, potential nonconformances, or deviations associated with lot with lot 59328ud03 and complaint issue. Labeling was reviewed and sufficiently addresses the customer¿s issue. Based on the investigation, no systemic issue or deficiency of the architect total b-hcg reagent lot 59328ud03 was identified.

Event description:
The customer observed a false positive architect total b-hcg result for a rheumatoid patient. The following data was provided: initial result = 105.51 miu/ml, repeat = 107.29 miu/ml, roche result was <0.2 miu/ml, urine hcg was negative. It was noted that the patient¿s rf results were high. No impact to patient management was reported.